Manufacturer narrative:
Device evaluation: the pump was returned and evaluated by product analysis on 06/16/2016 with the following findings: a review of the pump black box data revealed unexplained pump reboots; however, during testing, the battery cap secured properly to the pump to maintain power. A power issue was not duplicated during investigation. The pump case was removed, and no intermittent conditions were found to the power printed circuit board. The electrical current draws measured within specifications. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump lost power, but power was later restored to the pump. There was no indication that the product caused or contributed to an adverse event, and the reported issue was not resolved with troubleshooting. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.